Manufacturer narrative:
H6 - additional information - component code, type of investigation, investigation findings, investigation conclusion

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of leads, it was noted that the right atrial (ra) lead had poor sensing. The physician suggested that the sensing issue may be due to patient's bad atrium. The ra lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.